Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and recalled implants. Device remains implanted.

Event description:
Healthcare professional later reported "it was reported that uss showed x3 rupture in right implant. When removed implant was intact, no ruptures or intra capsular ruptures only thick capsule." Device has been explanted.

Event description:
Patient reported "three areas of peri-implant echogenicity that is thought to represent siliconoma at 2 o¿clock, 3 o¿clock and 4 o¿clock position of right breast" via ultrasound.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.